Event description:
It was reported that shaft break occurred requiring an additional intervention. The patient underwent coronary artery stent implantation. The 83% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 32 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the stent delivery shaft was fractured. The broken part was captured with a snare and removed with a stent balloon. The procedure was completed with another of the same device. There were no patient complications reported and patient status was stable.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
E1: initial reporter city: (B)(6) device evaluated by MFR.: promus premier ous mr 32 x 2.50mm was returned for analysis. There was no stent returned. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube identified multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified a break at the site of the guidewire port. No other issues were identified during analysis.

Event description:
It was reported that shaft break occurred requiring an additional intervention. The patient underwent coronary artery stent implantation. The 83% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 32 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the stent delivery shaft was fractured. The broken part was captured with a snare and removed with a stent balloon. The procedure was completed with another of the same device. There were no patient complications reported and patient status was stable.